Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became unresponsive after the pump was dropped in water. Customer¿s blood glucose level was 95 mg/dl. Reportedly, customer continued to use the pump for insulin therapy, after a reset was performed.